Event description:
It was reported that the pt presented for open-heart surgery for placement of an left ventricular assist device. The device exhibited crosstalk when the device was switched to doo mode during the procedure. The crosstalk was not present before the procedure. The device and leads were planned to be tested post-surgery.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.